Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative on (B)(6) 2020. It was reported that the pump was delivering hydromorphone and bupivacaine, not morphine. The explant date was confirmed to be (B)(6) 2020. The pump was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (3.0 mg/ml at 1.6438 mg/day) and bupivacaine (2.0 mg/ml at 1.0958 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had her pump replaced the day prior because "it was not working." She said something was wrong with it and it wasn't working right. The doctors were "pulling out more fluid than what it was reading." They tried to do a dye study but they couldn't get spinal fluid out and "knew some sort of block, something wrong with pump." She did note that everything was working fine since the replacement. No further complications were reported.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6) ) found a stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. Analysis of the implantable intrathecal catheter (s/n b(6) ) found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-jan-2020 from a consumer and healthcare professional (hcp) via a company representative who reported that the patient never experienced any injury there was just a discrepancy in the reservoir volumes at time of refill. It was unknown by this reporter if any diagnostics and/or troubleshooting had been performed. The issue was resolved at the time of this report and it was noted that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. Per this reporter, the pump was delivering morphine. No further complications were reported/anticipated.